Event description:
Per the surgeon, the fixture lost osseointegration during the procedure (date unknown) to attach the abutment to sleeper site.

Manufacturer narrative:
(B)(4): device is unavailable for analysis.